Event description:
The patient was not having therapeutic effect from the baclofen; the patient experienced a great deal of tone and discomfort. The patient had trouble verbalizing due to her spasticity, but was cognitively very intact. The patient clearly kept stating that her pump was not working right for her. The patient said she had great results from her previous pump. The pump was found to have too much drug at refills; the volumes were not provided. The health care professional (hcp) did a side port access and had difficulty getting fluid back. The patient was taken to surgery to check the patency of the catheter. Approximately 3 cm of catheter was removed from the anchor site in back . Prior to reconnecting the catheter, the hcp programmed the pump to deliver a bolus and watched for the results. Being satisfied with what she saw, he reconnected the catheter. The patient continued to have less than optimal results from her baclofen therapy. A spiral CT scan was done (date not reported) and it was determined that there was a chance that the catheter was not in the proper location. A rotor study was done in 2008, and the rotors failed to move. The motor stall did not show on telemetry; just when the test was performed. The patient was taken to surgery. The pump and catheter were replaced. The old catheter was left intact in the patient but not in use. The patient recovered without sequela.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.